Manufacturer narrative:
(B)(4). The device history record (DHR) for the 3.5¿ single port single bladder small adult cuff, part number 60800000200 and lot number 00001536, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed per delfi medical. On (B)(6) 2017, it was reported from (B)(6) that a 3.5¿ single port single bladder small adult cuff was leaking. Evaluation of the reported event by delfi medical on (B)(6) 2018 revealed that the, in the region where the leakage occurred, it was observed that the width of th rf weld narrowed with repeated inflation. Over time, the layers of the cuff had separated to the point that bladder pressure was allowed to escape when inflated. All other areas of the perimeter rf weld were found to be intact. It is speculated that this weaker section of the perimeter weld was a result of insufficient heat being introduced into the plastic materials within a localized region during the rf welding process. Per delfi medical, a root cause for this cuff leak can not be identified. The leak appears to be a gradual separation of the perimeter weld potentially caused by a cold rf weld in a localized area (the result of insufficient heat being introduced into the plastic coatings). Two possibilities that could have caused the cold weld have been identified but can not be confirmed. They are: a temporary loss in electrical power (brown-out) resulting in reduced rf energy being introduced into the perimeter weld during the rf welding cycle or an operator accidently terminated the rf cycle by depressing the ¿stop¿ button before completion of the rf welding cycle. A total of (B)(4) pneumatic bladders were manufactured during this production build. No issues were observed during manufacturing and no other customer complaints of bladder leakage have been reported from this production lot during the last 4.5 years. No further action is required. Customer complaints will continue to be monitored for future reports of this issue.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the cuffe leaked during surgery. Air was leaking out from the cuff, thus pressure was not maintained at the set 250mmhg. No adverse events were reported as a result of this malfunction.